Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0865 inches. No unexpected occlusions or insulin flow blocked alarm during priming noted. Hardware low-level failures confirmed in pump history with variable (003) due to broken trace at pin 1 on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had received over delivery and hardware low level failure alarm. The customer¿s blood glucose level was 46 mg/dl. It was reported that the customer alleges over delivery as the insulin was coming outside the tube. Thee customer reported that they had performed self test and able to rewind. It was also stated that they had second occurrence of the hardware low level failure alarm. The insulin pump will not be returned for analysis.